Manufacturer narrative:
Further contact would be needed to obtain a complete understanding of the event.

Event description:
The patient was hospitalized for shortness of breath and did experience any adverse health consequences because of the event. The patient reported experiencing shortness of breath. Attempts to contact the patient for additional information were made three times via phone and email but were unsuccessful. The details of her hospitalization about how they got there, the length of stay, or specifics of the hospital visit remain unclear, as well as treatment, medications, or testing. It is unknown if the event has been resolved, whether the patient is experiencing any ongoing complications, or if follow-up is needed. Details about the patient's prescribed oxygen usage, device settings, and whether any alarms were active during the incident have not been confirmed. It's also unclear if an alternative oxygen supply was available or if a replacement unit has been received.